Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint samples were evaluated and the reported event was confirmed through physical evaluation. All returned provisional shims exhibited signs of repeated use (nicked or gouged) and had one or both ball bearings and springs disassembled and not returned with the device. The device history records were reviewed for all devices and no discrepancies were identified. A corrective and preventative action investigation into this issue initiated a field action to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently redesigned to account for this failure mode with a new locking mechanism. The devices involved in this complaint were manufactured prior to this design change. The root cause is determined to be the previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the provisional shims became disassembled during cleaning. There was no patient involvement. No adverse events have been reported as a result of the malfunction.